Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However photographs were provided. Upon visual inspection of the photographs, some small marks of use were noted in the tibial insert. No evidence of fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received a right attune total knee arthroplasty. Doi: (B)(6) 2015. Dor: (B)(6) 2021. Right knee.